Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time triggered on (B)(6) 2015. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011; 6947-65 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.